Event description:
It was reported that the patient had been ¿highly dissatisfied¿ with the therapy results from their implantable neurostimulator (ins). They felt elated after implant of the device last fall only to be now disappointed. The patient rated the results, on a scale of 1-10, as a 0. On (B)(6) (last visit to doctor), the patient left their doctor¿s office after time with the manufacturer¿s representative and kept a voiding diary for 2 days ((B)(6)). Diary results showed consistent voiding and leaking throughout the days and rated their urgency on a scale of 1-5 (5 the highest) between 2 to 5. Regarding the subject of the impulses they get from the device, the patient increased the intensity as far up as they are comfortable but within an hour they did not feel it anymore. They tried to keep the diary going but gave up when they could not go past an hour or 2 without needing to void or needing to change their pad. It was noted that on the same days they experienced the same symptoms as before implant except at night (when they were sleeping). Since the april visit, the patient changed to program 3 for a period of time (2-3 weeks) and turned up the intensity at least twice with no change in their pattern. During the month of (B)(6) 2015, they tried to ¿get a handle on my pattern¿ and came to the conclusion they had no pattern. When the patient was fighting a virus or infection (sometimes their bladder was a warning signal) they needed to use the bathroom very often and had little control. Additional information received on (B)(4) 2015 noted that the 5 days prior had been especially trying for them and that they used several pads each day starting on the thursday prior to report. The patient stated that they had to run to the bathroom almost every hour except when they were sleeping at night. On saturday and sunday prior to report they were quite dizzy and light headed. Their blood pressure was checked and was okay and the patient was interviewed by a nurse and no conclusion was made but. They patient guessed that they had been fighting some kind of virus. The patient was told to drink lots of water which they did but made many trips to the bathroom and stated that any kind of liquid seemed to ¿go straight through¿ them. The patient further described their symptoms as follows: there were times when their bladder ¿does not give up the urine¿ that it held. The patient would sit and try and ¿sometimes more is the result¿ (but not always). Also, when the patient had been sitting in a chair or couch and then stood up they had a gush of urine with no warning of the need to go. They stated that they were spending more on pads now than before implant of the device. The patient did state that their nighttime voiding was all right (getting up 2-3 times) and sometimes would get to the bathroom before they ¿gush¿ and did not have to change their pad. In addition, the patient noted that they drank one or 1 ½ of ¿half-caff¿ in the mornings and sometimes latte during the day, some decaf or ¿half-caff¿ and sometimes a glass of wine in the evenings. They stated that days where they only drank a cup of ¿half-caff¿ in the morning (and nothing else) they still had problems. The patient felt that what they ate or drank seemed to have no effect on their bladder but did wonder if they should abstain from coffee and/or other acids for a longer period of time. Changing the batteries was not helpful (was different than what they saw on their unit). Nothing had been suggested to them regarding the issues and they had got no specific answers or responses. The patient was currently on program 1 at an intensity of 3.4 and continued to take trospium chloride (60mg) each morning. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0lh5s, implanted: (B)(6) 2014, product type lead. (B)(4).